Event description:
It was reported a clinical study patient had a benign prostatic hyperplasia (bph) procedure on (B)(6) 2012. Thirty-five days post procedure, the patient presented with acute bleeding into bladder because of prostate bleeding, onset date (B)(6) 2012. Coagulation blood clot removal surgery was performed. Resolved: (B)(6) 2012; discharged from hospital (B)(6) 2012. Three hospital stay days. No further information was reported.

Manufacturer narrative:
(B)(4).